Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hypoglycemic event and continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter that occurred on (B)(6) 2015. The patient did not recall what bg values were displaying on her receiver but believed they were inaccurate. Bg meter was reading 79mg/dl. Patient went to the emergency room, was treated for hypoglycemia, monitored and given orange juice. Additionally, it was reported that on (B)(6) 2015, the patient again experienced cgm inaccuracies but no medical intervention was required. Patient reported calibrating incorrectly. Sensor was inserted on (B)(6) 2015. At the time of contact, the patient was in good condition.

Manufacturer narrative:
(B)(4). It was reported that the patient did not enter bg values into the cgm device promptly and accurately. Additionally, the patient did not calibrate after experiencing inaccuracy. The dexcom g4® platinum continuous glucose monitoring system user's guide states: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes.